Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing coronary artery bypass was planned to be implanted with an impella cp for mechanical circulatory support. The surgeon was planning to implant the impella cp via direct approach after suturing the graft onto the aorta. The delivery of the impella cp was unsuccessful due to the anatomy of the patient.